Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's initial implant was an ¿awful time¿ and she had to have antibiotics. It was also reported that the implantable neurostimulator (ins) had to be implanted on the right side due to scar tissue on the left side. The patient¿s indications for use included multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.